Manufacturer narrative:
Upon with available information the file was rereviewed and reassessed that the information was already reported under this mfg 2523835-2024-00175 and this file would be eligible for the cancellation. No further report will be submitted under this mfg 2523835-2024-00266. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic cutting knives were found to be dull. The details of procedure and patient harm were not provided. Additional information was requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).